Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers were failed due to defective flat flex cable, row board and controller board. The field service engineer replaced flat flex cable, row board and controller board to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has encountered a failure. The customer reported that there was a delay in dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.